Event description:
Informant stated than on the first use of the device, the zeroing process was done successfully but the device was then at -6. The unit was turned off, then on again. When the unit was turned on the alarm went on with "sys failure". A new captor was implanted with the old interface sys.

Manufacturer narrative:
The engineering eval indicates that the unit had a defective transistor (q6) on the analog board. Failure on q6 is most likely due to the shorting of pin4 (ground) and pin5 (iso +5) on the broken wires of the icp express cable. Failure can be attributed to excessive force utilized to extract the cable from the unit, causing the strain relief at the pulse-lok connector. Jjpi considers this file closed.